Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; aggrav incont. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: anterior vaginal compartment repair. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: endone/codeine for the treatment of: pain relief. Treatment duration: 1 month. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor exercises. Treatment duration: 1 session. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin vag-crm 15gm for the treatment of: oestrogen cream supplement. Treatment duration: ongoing. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: ultrasound. Treatment duration: one. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: shelf pessary to support the bladder prolapse. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: changeover shelf pessary that supports the bladder prolapse. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: changeover shelf pessary that supports the bladder prolapse. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: changeover shelf pessary that supports the bladder prolapse. Treatment duration: ongoing.